Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "three separate times the hub has become disconnected from the extension tubing of the huber needle." This report addresses the second device.